Manufacturer narrative:
Based on the information provided, intuitive surgical, inc. (Isi) has not determined the root cause of the post-surgical bleeding experienced by the patient. Isi has concluded that the bleeding after surgery is a well known operative risk and in this case was managed without reoperation. It has been determined that the post-surgical bleeding experienced by the patient was unrelated to a malfunction of a da vinci surgical system, instrument or accessory or complication. If additional information is received a follow up medwatch report will be submitted to the FDA. The documentation provided did not contain any allegation of a malfunction of a da vinci system, instrument or accessory. No previous complaint was reported relating to this event. This complaint is being reported due to the following conclusion: the patient experienced post-surgical complications following a da vinci si surgical procedure.

Event description:
As part of a legal dispute intuitive surgical, inc. (Isi) received information regarding a patient who underwent a da vinci si hysterectomy on (B)(6) 2011 due to endometriosis, and chronic pelvic pain. Isi was provided with the patient's operative report. Additional information provided includes other hospital reports there was no indication of a malfunction of the da vinci si surgical system, instrument or accessory during surgery the surgical procedure and there was no report of an intraoperative complication. On the day of surgery, the patient developed increasing abdominal pain and was found to have a low hematocrit. An intrabdominal hematoma was diagnosed and treated with a blood transfusion of packed red blood cells.